Event description:
The patient presented with an acute myocardial infarction, and was taken to the cath lab. The patient had a left thigh heart cath, coronary angiogram, and left ventricle angiogram. While attempting to procede with a coronary intervention and to open up the total occlusion, a 3.5 mm balloon was passed through and gradually inflated. There was a tight area where the balloon would not completely inflate and at 11 bars of pressure, the balloon burst. The physician was unable to retrieve the entire balloon and a part of the balloon was torn off the main shaft. On post procedure, the totally occluded proximal right coronary artery remained totally occluded with part of the balloon trapped in that area. The physician decided to leave that piece of the balloon in and treat the patient medically.